Event description:
On (B)(6) 2015, a dentist shared patient records which indicated a patient required extraction of tooth #14. This tooth had a crown made from 3m espe lava ultimate cad/cam restorative for cerec which was seated on (B)(6) 2013, using another manufacturer's cement. Prior to placement of the lava ultimate crown, the tooth had undergone root canal treatment. On (B)(6) 2014, the patient presented for an exam and the crown was found to be loose; upon removal, the tooth was found to be cracked and the patient was recommended to have the tooth extracted.